Event description:
An amplatzer septal occluder was in the atrial septum to repair an existing asd. The procedure was to repair an existing asd. The procedure was performed by a qualified interventional cardiologist without complication and the pt was transferred to the recovery unit in stable condition. Shortly after returning to her room, she became hypotensive and a "code blue" was called. Emergent echocardiography indicated cardiac tamponade and a bedside pericardial centesis was performed but the pt did not recover. After an emergency cv surgical consult, the pt was rushed to emergency surgery for exploration and repair. A laceration was noted in the roof of the left atrium as well as in the proximal descending aorta. These were consistent with erosion from the aplatzer device. These were repaired and the amplatzer device was explanted. Following surgery, the pt was transported to the surgical intensive care unit and discharged to a skilled nursing and rehab ctr on (B)(6) 2012 with neurological impairment due to anoxia.